Event description:
The reporter stated the surgeon was inserting a competitor's lens and the haptics tore off. The lens was inserted and removed with no pt injury. The reporter stated the cause of the torn haptics was due to a loading error. Another same type lens was implanted.